Manufacturer narrative:
Original MDR was submitted 2015-11-05. Siemens healthcare diagnostics has confirmed complaints of an increase in the rate of "abnormal assay" errors and calibration failures with the dimension vista b2mic flex reagent cartridge lots 15175ma, 15204ma, 15246ma and 15267ma. The errors can occur on calibration, qc and/or patient samples. As stated in the dimension vista operator's guide, results with "abnormal assay" flags are not reportable. Siemens issued an urgent medical device recall communication (B)(4) dated november 2015 to customers who had ordered the impacted lots advising them to discontinue the use of the lot.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating an increase in the rate of "abnormal assay" errors and calibration failures with the dimension vista(r) b2mic flex(r) reagent cartridge lot 15246ma. The errors can occur on calibration, qc, and/or patient samples. As stated in the dimension vista operator's guide, results with abnormal assay flags are not reportable.

Event description:
The customer complained of obtaining abnormal assay e143 flags on calibration and patient samples with the beta-2 microglobulin (b2mic) flex (r) reagent cartridge lot 15204ma on the dimension vista instrument when attempting to calibrate lot 15246ma. Patient results were not reported. There is no indication that patient treatment was altered or prescribed due to the abnormal assay flags during calibration and troubleshooting. There is no indication of adverse patient impact due to the abnormal assay flags during calibration.